Event description:
It was reported that this right ventricular (rv) lead since its electrogram (egm) was examined and it exhibited overlap of the atrial and ventricular signals. This rv lead was suspected to had become dislodged and the patient reported they had suffered multiple falls while cycling. This rv lead remains in service. No adverse patient effects were reported. At a later date, this rv lead was explanted and replaced. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead since its electrogram (egm) was examined and it exhibited overlap of the atrial and ventricular signals. This rv lead was suspected to had become dislodged and the patient reported they had suffered multiple falls while cycling. This rv lead remains in service. No adverse patient effects were reported. At a later date, this rv lead was explanted and replaced. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this right ventricular (rv) lead since its electrogram (egm) was examined and it exhibited overlap of the atrial and ventricular signals. This rv lead was suspected to had become dislodged and the patient reported they had suffered multiple falls while cycling. This rv lead remains in service. No adverse patient effects were reported.